Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. The customer could not recall if their blood glucose level exceeded 500 mg/dl, indicating no specific adverse impact reported. Prior to contacting technical support, the customer was able to refill the tubing, successfully complete a bolus, load a new cartridge, and resume insulin therapy, effectively resolving the issue without further assistance.